Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During third inflation at 6 atmospheres for 3 seconds, the balloon ruptured from a pinhole located at the middle part of the balloon. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.